Manufacturer narrative:
(B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27 mm porcine aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of approximately eight (8) years due to aortic stenosis and aortic insufficiency secondary to flailed leaflet. The patient was admitted and infectious disease ruled out endocarditis.

Event description:
Per the discharge summary, the patient was admitted for respiratory failure due to chf/aortic regurgitation/cardiogenic shock. The patient was not able to fully wean off the ventilator and opted for palliative extubation and expired on (B)(6) 2018.

Event description:
Additional information received indicated that the patient did not undergo the scheduled tavr procedure as the patient had expired.